Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event information.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the patient had an unrelated surgery on (B)(6) 2020 during which the thoracic ipg was not put into surgery mode. In turn, the ipg was unable to communicate with external devices and patient lost therapy. A manufacturer representative confirmed the issue and attempted troubleshooting that resolved the issue. Therapy was re-established.